Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion of the spring wire guide the clinicians note the spring wire guide feels week and different from ones used before. They continue with catheter insertion and when the patient is taken for x-ray to confirm catheter placement, the catheter is kinked in the axilar vein. The catheter was removed and replaced. No patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with two findings. Two non-conformances were initiated for material r-05052-006, lot 14p16l0022 in regard to clean test failure. This finding is not relevant to the complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during insertion of the spring wire guide the clinicians note the spring wire guide feels week and different from ones used before. They continue with catheter insertion and when the patient is taken for x-ray to confirm catheter placement, the catheter is kinked in the axilar vein. The catheter was removed and replaced. No patient harm was reported.